Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-07641 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced five infusion set fell off during use events. The infusion sets had been used for less than a day. The blood glucose level was 300 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.